Manufacturer narrative:
Device analysis results were not available at the time of this report. A follow-up report will be sent when product evaluation is complete.

Event description:
The representative reported during pump refill, a motor stall occurred. Normal pump function could not be restored after reprogramming; the device repeatedly switched to reset and the pump went into safe mode; a device malfunction was concluded. The patient had heard noises (assume an audible critical alarm sounded and indicated termination of therapy was imminent), from the pump for two weeks but delayed seeking medical treatment and subsequently experienced symptoms of under infusion(underdose). At follow-up, the patient was treated with oral medications pending revision. The drug used in the pump was morphine; the concentration was 10.0 mg/ml. Review of telemetry strips showed low battery status, motor stop, pump in safe mode (deemed programmable). The catheter may have been damaged. The device status was discussed with the medtronic technical service representative; the pump and catheter were replaced with no additional patient complication reported. Refer to MFR report #2182207200702921.